Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h6, h10. Visual examination of the provided pictures identified the explanted liner, head, and constraining ring covered in bio-debris. The liner is heavily damaged, likely from explant. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: left hip arthroplasty dislocation. Periprosthetic fracture of the proximal femur with a displaced greater trochanteric fracture fragment of uncertain acuity as noted. This could be evaluated with earlier comparison views. A definitive root cause cannot be determined. This complaint was confirmed based on the mmi report. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). D10: unknown trilogy constrained liner unknown. G2: foreign: australia. Proposed component code: mechanical (g04)- head. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a left hip arthroplasty and was implanted with zimmer biomet products. Subsequently, the patient was revised due to left hip dislocation. The head and liner were replaced.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h11. Corrected: h6 (clinical code). The reported event was confirmed by review of x-rays. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: left hip arthroplasty dislocation. Periprosthetic fracture of the proximal femur with a displaced greater trochanteric fracture fragment of uncertain acuity as noted. This could be evaluated with earlier comparison views. This complaint was confirmed based on the mmi report. Visual examination of the provided pictures identified the explanted liner, head, and constraining ring covered in bio-debris. The liner is heavily damaged, likely from explant. The device history record was not reviewed due to lack of part and lot identification. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: a1, a2, a3, g3, h6, h2.

Event description:
No additional event information to report at this time.